Event description:
It was reported that the pt was re-implanted with present device in 2007. At first fitting, there was no response elicited. The pt's audiologist informed med-el that the surgeon said, the electrode is outside the cochlear. Revision surgery will be performed, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device analysis will be submitted as a follow-up report.